Event description:
According to an informal translation of a clinical note forwarded to shiley from the initial reporter, the pt was diagnosed with a fracture of their bjork-shiley convexo-concave mitral valve prosthesis and underwent surgery to replace the valve. The translation of the clinical note indicated that the disc was subsequently removed from the abdominal aorta. The pt survived surgery.